Event description:
Patient received intracept procedure in (B)(6)2022, had a fall post-operation, and returned in (B)(6) 2023 experiencing post-procedure pain. Vertebral compression fracture noted during MRI. Performed spinejack procedure which improved pain immediately and relieved it in 2-3 weeks.